Event description:
It was reported that the patient presented with phrenic nerve stimulation at a follow-up in clinic. Upon examination, the left ventricle lead was observed with failure to capture. The lead had dislodged, and this was confirmed through visual inspection. The lead was explanted and replaced. The patient was in stable condition.